Manufacturer narrative:
The customer¿s complaint of two systems alarming for battery low during a patient infusion was confirmed through a review of the system logs. However, test results demonstrate the pcu batteries operating within specification. Results from a log analysis show that customer¿s pcus were on dc power for over 3 hours between 6:22 am and 9:54 am, infusing with 3 or 4 modules prior to the battery low alarm. With a battery not fully charged, it is possible that the battery had depleted to a low battery state, subsequently alerting the user by producing the low battery alarm. Results from a battery runtime test confirmed the batteries are operating as intended and are in specification. It was confirmed through an internal inspection and customer feedback that pcus contained OEM bd batteries. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that the 2 pc units were alarming for battery low during a patient infusion with a total of 7 modules. The devices were plugged in at the time of the event. The ac indicator lights were lit but also displayed battery low. Biomed tested the devices with one module in biomed and was not able to duplicate the event. Pcu sn (B)(4) had three channels infusing. Channel a: sn: (B)(4) infusing epinephrine at 75 ml/hr; channel b: sn (B)(4) was infusing phenylephrine at 20 ml/hr; channel c: sn (B)(4) was infusing vasopressin at 12 ml/hr. Pcu s/n: (B)(4) had four channels infusing. Channel a: sn (B)(4) infusing midazolam at 5 ml/hr; channel b: sn (B)(4) infusing a bicarb drip at 125 ml/hr; channel c: sn (B)(4) was infusing norepinephrine at 56.3 ml/hr; and channel d: sn (B)(4) was infusing propofol at 10.6 ml/hr. No patient harm was reported.

Event description:
The customer reported that the 2 pc units were alarming for battery low during a patient infusion with a total of 7 modules. The devices were plugged in at the time of the event. The ac indicator lights were lit but also displayed battery low. . Biomed tested the devices with one module in biomed and was not able to duplicate the event. Pcu sn (B)(6) had three channels infusing. Channel a: sn: (B)(6) infusing epinephrine at 75 ml/hr; channel b: sn (B)(6) was infusing phenylephrine at 20 ml/hr; channel c: sn (B)(6) was infusing vasopressin at 12 ml/hr. Pcu s/n: (B)(6) had four channels infusing. Channel a: sn (B)(6) infusing midazolam at 5 ml/hr; channel b: sn (B)(6) infusing a bicarb drip at 125 ml/hr; channel c: sn (B)(6) was infusing norepinephrine at 56.3 ml/hr; and channel d: sn (B)(6) was infusing propofol at 10.6 ml/hr. No patient harm was reported.

Manufacturer narrative:
The customer¿s complaint of two systems alarming for battery low during a patient infusion was confirmed through a review of the system logs. However, test results demonstrate the pcu batteries operating within specification. Results from a log analysis show that customer¿s pcus were on dc power for over 3 hours between 6:22 am and 9:54 am, infusing with 3 or 4 modules prior to the battery low alarm. With a battery not fully charged, it is possible that the battery had depleted to a low battery state, subsequently alerting the user by producing the low battery alarm. Results from a battery runtime test confirmed the batteries are operating as intended and are in specification. It was confirmed through an internal inspection and customer feedback that pcus contained OEM bd batteries. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.